Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) of 2015 with a blood glucose levels. The customer was treated with IV fluids. The customer's blood glucose was 216 mg/dl when they were released from the hospital. The customer did not provide their blood glucose levels at the time of the emergency admission. The customer did not troubleshoot the issue. The customer did not return the insulin pump back for analysis.